Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dust and debris buildup in the fan/heat sink assembly could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source was overheating and turned off the error message. The issue was found during the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found error e101 (communication/transmission error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and error e101 (communication/transmission error) was observed due to dust and debris build up in the fan and heatsink assembly. Additional evaluation findings were as follows: cosmetic damage and the front panel was broken, and the chassis and front panel bezel are rusted, a faulty exhaust fan, a faulty scope socket, and the lamp had 100 hours or more. It is most likely that the error displayed was due to dust and debris buildup in the fan and heatsink assembly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.